Event description:
It was reported that the patient experienced a shocking sensation. This was a new sensation, and an impedance check was done and was showed all electrode pairs were greater than 4,000 ohms. A revision was scheduled for (B)(6), and the manufacturer's device registry showed the patient's entire system was replaced that day. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the lead and ins were replaced as scheduled. The reporter had not heard anything further from the patient's clinic.

Event description:
Additional information received reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3058, serial (B)(4) found no anomaly. Analysis of the lead model 3889-28, lot v386650 found all conductors were broken 5.1cm from the distal end. All circuits were open.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v386650, implanted: 2010 (B)(6), explanted: 2012 (B)(6); programmer model 3037, serial# (B)(4).

Event description:
Additional information received from the hcp reported that the patient had presented to the ER with complaints of severe back pain. The patient denied any trauma. The patient was instructed to turn off her device, and when she followed up with the hcp the high impedances were seen. The hcp reported that the patient had a lead break, and the system was replaced, as previously reported.